Event description:
Clinic notes dated(B)(6) 2013 note that the patient experienced an increase in seizures to five seizures a week. Clinic notes dated (B)(6) 2013 note that the patient experienced four seizures per week. Clinic notes dated (B)(6) 2013 note that the patient has experienced a change in seizure semiology of drop attacks. The relationship of the increase and change in seizures to vns therapy is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.